Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had too many problems with their device. It was noted that they had problems charging and received good working stimulator after 2 years. No further complications were reported or anticipated.